Event description:
A complaint via email was received. An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction at the sensor application site and consulted a healthcare professional (hcp). Furthermore, the customer reported that they are currently having regular appointments with their healthcare professional to determine whether it would be possible to obtain an adc device for a skin test. It is unknown whether the customer was prescribed medication for the allergic reaction or if any emergent treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The complaints are monitored per tracking & trending process. No trip was identified for libre 2 sensor and issue for the past 12 months. No further action was required. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.